Event description:
Customer reported the zipper on the left side panel will not move up or down. There was no pt incident or injury reported.

Manufacturer narrative:
Results: inspection of the returned product revealed the pt access window side right zipper slider body is open and one inch broken stitches on the tape zipper. Posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. (B)(4).